Event description:
It was reported the patient experienced muscle weakness in their legs following the implant procedure due to spinal cord compression from the lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced with a smaller device.

Manufacturer narrative:
A patient experienced muscle weakness in their legs following the implant procedure due to spinal cord compression from the lead was reported to abbott. As a result, the patient's lead was explanted and replaced with a smaller device to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.